Event description:
It was reported that the nurse was trying to initiate normothermia protocol with a target temperature of 36c in arctic sun device. Patient temperature was 38c, there was no flow . Walked caller through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Four large pads and two universal pads in place. Started therapy and still no flow. System diagnostics were checked, outlet monitor temperature (t1) was 12.2c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 9.1c, inlet pressure was -7.2, circulation pump command was 90, mixed pump command was 100, heater command was 0, water reservoir level was 5, system hour was 857, pump hour was 347. Mis advised they could troubleshoot the pads to find a suspect pad. Nurse declined and said there was no way it was the pads, they were very careful. Nurse insisted on getting another device. Mis called back in 20 minutes to check if the new device had good flow rate. This device also had low flow alert and flow ratw was 2.2lpm. When nurse disconnected the one universal pad on abdomen, the flow rate increased and the low flow alert did not alert again. Mis advised to keep the pad and give it to unit manager. Biomed asking for assistance trouble shooting device sent from ccu with message about flow and pump failure. Biomed stated they were not familiar with device and wanted to know what to do. Walked through accessing event log that shows alert 02 low flow, alert 113 reduced water temperature control and alert 41 low internal flow. Discussed running calibration as that would diagnose the issue. Emailed link where they could download calibration testing unit (ctu) manual, as stat operators manual and as stat service manual. Also provided tm contact information as requested and explained our engineers would be available to assist during normal business hours. On 14jan2023, biomed ran calibration on device that was giving alert 113 reduced water temperature control and alert 41 low internal flow and alert 02 low flow. Receiving calibration error 3 expected value 2800 actual value 0. Mss explained error means device was getting zero flow. Advised to utilize service manual. Per additional information on 17jan2023, it was reported that the arctic sun device was failing calibration. A check of the diagnostics showed that the flowmeter was still reading 0 even though flow was visible through shunt tubes. This device would be returned for warranty repair. Per charge nurse via phone on 20jan2023, nurse stated that the patient was switched to a different device and was able to complete therapy. They had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. Regarding the device the biomed called and spoke to tech support on 17jan2023 and decided the device was coming in for warranty repair under (wo-00066767). A packaging kit has been sent to customer to return device. Per nurse via phone on 27jan2023, nurse stated that they were not able to save the pads and they were disposed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate normothermia protocol with a target temperature of 36c in arctic sun device. Patient temperature was 38c, there was no flow . Walked caller through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Four large pads and two universal pads in place. Started therapy and still no flow. System diagnostics were checked, outlet monitor temperature (t1) was 12.2c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 9.1c, inlet pressure was -7.2, circulation pump command was 90, mixed pump command was 100, heater command was 0, water reservoir level was 5, system hour was 857, pump hour was 347. Mis advised they could troubleshoot the pads to find a suspect pad. Nurse declined and said there was no way it was the pads, they were very careful. Nurse insisted on getting another device. Mis called back in 20 minutes to check if the new device had good flow rate. This device also had low flow alert and flow ratw was 2.2lpm. When nurse disconnected the one universal pad on abdomen, the flow rate increased and the low flow alert did not alert again. Mis advised to keep the pad and give it to unit manager. Biomed asking for assistance trouble shooting device sent from ccu with message about flow and pump failure. Biomed stated they were not familiar with device and wanted to know what to do. Walked through accessing event log that shows alert 02 low flow, alert 113 reduced water temperature control and alert 41 low internal flow. Discussed running calibration as that would diagnose the issue. Emailed link where they could download calibration testing unit (ctu) manual, as stat operators manual and as stat service manual. Also provided tm contact information as requested and explained our engineers would be available to assist during normal business hours. On (B)(6) 2023, biomed ran calibration on device that was giving alert 113 reduced water temperature control and alert 41 low internal flow and alert 02 low flow. Receiving calibration error 3 expected value 2800 actual value 0. Mss explained error means device was getting zero flow. Advised to utilize service manual. Per additional information on 17jan2023, it was reported that the arctic sun device was failing calibration. A check of the diagnostics showed that the flowmeter was still reading 0 even though flow was visible through shunt tubes. This device would be returned for warranty repair. Per charge nurse via phone on (B)(6) 2023, nurse stated that the patient was switched to a different device and was able to complete therapy. They had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. Regarding the device the biomed called and spoke to tech support on (B)(6) 2023 and decided the device was coming in for warranty repair under ((B)(4)). A packaging kit has been sent to customer to return device. Per nurse via phone on 27jan2023, nurse stated that they were not able to save the pads and they were disposed.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: arcticgel¿ small universal pad - instructions for use intended use the arctic sun® arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿ do not place arcticgel¿ pads on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ carefully and slowly remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal of the pad from the patient¿s skin may result in skin tears. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Patient weight number of pads 2.5 - 5 kg (5.5 - 10 lbs) 1 5 - 10 kg (10 - 22 lbs) 2 10 - 16 kg (22 - 35 lbs) 3 16 - 30 kg (35 - 66 lbs) use arcticgel¿ pad kit 317-02 (xxs) ¿ place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. ¿ the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. ¿ due to the small patient size and the potential for rapid patient temperature change ¿ it is recommended to use the following settings: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 ¿ it is recommended to use the patient temperature high and patient temperature low alert settings. ¿ place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. ¿ attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3 minimum flow rate l/m 0.9 1.7 2.4 ¿ when finished, purge water from pads. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Symbols glossary the FDA required english symbols glossary for becton dickinson (bd) is located at https://www.bd.com/en-us/ symbols-glossary. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned